Manufacturer narrative:
(B) (4).

Event description:
Patient began experiencing a shocking sensation in her abdomen; the gastric stimulation was turned off and the shocking stopped. It was determined that the shocking was due to a stimulator lead failure. The patient underwent surgery and upper gastrointestinal endoscopy for lead repair on (B) (6) 2009. The leads were removed from the stomach and generator itself and new leads were placed. No injury to the stomach was seen and adequate lead placement was verified. Generator settings were programmed, leads were interrogated, and device was left in the on position. There were no complications and the patient tolerated the procedure. Patient's stimulator settings were adjusted at follow-up visit to their previous levels and her gastroparesis had been under relatively good control post-surgery. The patient recovered without sequela.